Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but not limited to, endoleak. Additionally, the IFU states that minimum overlap of 3 cm with the contralateral leg is required.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After the completion of the deployment of the components, final images revealed a type iii disconnect endoleak between the two contralateral leg components that were implanted. The physician made multiple attempts to recannulate the two components in an attempt to place another device as a bridge to treat the type iii endoleak, however, this was unsuccessful. Therefore the physician decided to convert to a convert to open femoral-femoral bypass procedure. The physician stated that the type iii disconnect endoleak was caused by the size of the aneurysm (10mm), and that sufficient overlap between the two components was not achieved.